Manufacturer narrative:
Film evaluation summary; the exact cause of the aaa expansion could not be determined from the limited films provided. Lack of complete CT¿s did not allow for a complete assessment of the event. Aaa expansion without evidence of any clear endoleak was confirmed from the single CT slices provided. It is possible that there was an endoleak from another stent graft location. It is also possible that the aaa expansion was due do a type v endoleak; endotension. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. It was reported that the patient returned for follow up. The CT revealed that there was aneurysm expansion, however no endoleaks were present. The physician elected to perform an open surgical intervention open surgical repair removing thrombosis from the aneurysm sac. There was no visible evidence of endoleaks, however the physician stated that this may be a type v endoleak. The physician cannot determine the cause of the event. No additional clinical sequelae were reported and the patient is fine.